Event description:
It was reported that 525 days after a coronary artery drug eluting stenting treatment procedure the pt expired from end stage chronic obstructive pulmonary disease (copd) and pneumonia. The index procedure treated one target lesion. Target lesion 1 was a 3.5 mm vessel diameter, 90% stenosed region of the distal circumflex artery (cx). The lesion was 14.0 mm in length, was severly tortuous with severe calcification. The phisician predilated the lesion prior to placing one taxus express2 8.8% 3.5x16 mm drug eluting stent without complication. Residual stonesis was 0% after deployment. The pt was discharged 4 days post index procedure receiving asa and plavix. The site reported that the pt expired due to end stage copd and pneumonia 525 days post index procedure. In the opion of the physician there was no target vessel invlovement with the event. No autopsy was performed.